Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer performed troubleshooting on the hemoglobin syringe installed a week ago by cleaning the syringe with deionized water and resealing correctly, however, without resolution of the issue. The abbott customer technical advocate (cta) suggested the customer replaced the syringe. The customer contacted abbott four days later for the same issue and reported the syringe was replaced again. The customer sent abbott for investigation of the faulty syringes and requested replacements. Initially, the issue was resolved by replacement of the syringe, however, the customer reported add'l syringe error messages and replaced the syringe again. Upon f/u with the customer, the customer stated that after several syringe replacements, the issue was resolved and the analyzer was performing within specifications. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Upon further review, the customer's issue is no longer associated with remedial action correction 2919069-8/6/07-004-c, as the customer did not have the suspect cell-dyn sapphire hemoglobin syringe.